Event description:
This 62-year-old male, a chronic dialysis pt, was undergoing urokinase clot lysis as well as endovascular rotary clot lysis when the distal portion of the rotary catheter broke loose. It was successfully snared via the fight femoral vein, but unable to completely removed, held in place for surgical exploration and removal under direct vision. The foreign body had migrated into the inferior vena cava. The user of the device did not alter the usual practice of performing the procedure with this device. Speculation is that the spring became dislodged due to weakness in the glue process.